Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this peritonitis event. The patient was treated with injections of reflin (1 gram per day), tobramycin (40 milligram (mg) per day) and heparin (2500 international unit (iu), 0.4 milliliter (ml) per exchange) (duration was not reported). The cause of the peritonitis was unknown. At the time of this report, it was not reported if the patient had recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4): the cause of the peritonitis was a break in aseptic technique. The peritonitis was manifested by severe abdominal pain, fever, and cloudy fluid. The patient has been trained on aseptic technique several times, but does not follow proper technique. No additional information available.the cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.